Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). As per information from the field, the patient was suffering from pain when the device was stimulated. Reportedly a full insertion was achieved during implantation surgery. Device investigation identified amongst others a damage to the silicone layer of the active electrode lead by a sharp instrument, which is typical for occurring during surgical intervention i.e. Initial or explantation surgery. All other damages found are most likely attributable to the explantation surgery. It is therefore assumed that the silicone of the active electrode might have been inadvertently damaged during the initial surgery, possibly causing reported pain during stimulation. However, as the onset of the reported pain could not be determined, no definite root cause can be assigned. No evidence pointing to a device defect could be found, which could have been the cause for the reported pain. This is a final report.

Event description:
It was reported that the patient feels pain when the coil is placed on the head to conduct in situ measurements.

Event description:
It was reported that the patient feels pain when the coil is placed on the head to conduct in situ measurements. In situ, measurements shows 3 electrode channels with status hi. An accident or trauma in unknown. Further in situ testing is scheduled for (B)(6) 2014.